Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one (1) bent grip tang which may cause the issue when instrument is removed trough the cannula. There was a 0.65 mm offset at the tips. The grips do not show cracking damage. The complaint regarding instrument could not be opened/close and had to be removed with the trocar, was confirmed by failure analysis. The probable root cause is attributed to a bent grip tang causing the reported limited motion in the instrument, which may also be related to the necessity of removing the trocar along with the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument could not be opened or closed. It had to be removed from the abdomen altogether with the trocar. There was no prior incident that could lead to the reported event. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information : the jaws of reported instrument were not closed on the tissue. There was no injury to the patient. Customer had to pull out the instrument together with the trocar, but it did not injure the patient. No abnormalities were noted with the instrument and no previous events had occurred prior to the problem.

Manufacturer narrative:
The force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .